Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information received, it was reported that during an arcr (arthroscopic rotator cuff repair) treating rotator cuff tear. Two electrodes with identical lot # were involved with the event. The 1st electrode sparked with much blaze from the beginning. The surgeon replaced with the 2nd electrode, but it sparked the same way from the beginning, too. He limited to use the 2nd electrode throughout the procedure, and the procedure was completed without surgical delay. The two devices were received and evaluated. Visual inspections revealed signs of activation and saline residues into the suction tube. No visual damaged found in the shaft, cord, and cable. It was not possible to test its functionality due to the issue reported. The devices were sent to supplier for further evaluation on the electrical test. The vapr coolpulse90 electrode was evaluated by the supplier with the following results: two devices returned from customer. Neither device was returned in the original packaging and they were in a used condition. There are tissue visible in active suction port of both devices. Finally, no visible damage to either device shaft, handle, cable or plug. The activation tests found both devices functioned has expected with a normal degree of plasma creation at the tip. Further testing found that the suction path of both devices was blocked by uv glue in the active suction path. When the suction path blocks the activation/plasma at the tip will be much more prominent than when with suction working. A theory of why the customer stated that the devices were sparking is that the devices were functioning with a full plasma pocket at the tip which appears more aggressive and possibly could be viewed has sparking. From our investigation were unable to reproduce the customer reported sparking issue however the suction flow of both devices were found to be blocked with uv glue. The suction failure mode seen with both devices has been caused by uv glue within the active suction tube and consistent with other complaint devices investigated under CAPA no. Cap-101588 with process improvements under review. These blockages were identified as uv glue migrating to these areas due to the uv glue not being cured enough to prevent movement to the suction path. The curing process would then be fully achieved with the application of radiation at the sterilizer. A DHR review has been performed for the complaint device lot number u2002114; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. No correction action has been implemented at this stage. At this point in time, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during an arcr (arthroscopic rotator cuff repair) procedure treating rotator cuff tear on (B)(6) 2020, it was observed that the electrode device had sparked with much blaze from the beginning. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided. The device was brand new and its first use when the issue occurred.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.